Event description:
The customer reported that outside of a procedure, the system's tube was blown and the left side of the monitor displayed dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The p3 power supply was adjusted. The system was tested and found to be working as intended and put back into service.